Manufacturer narrative:
(B)(4).

Event description:
The ra and rv leads were explanted and replaced due to twiddler's syndrome. Two setrox s 53 leads were implanted. There were no adverse patient events reported. The hospital retained the two leads. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.